Event description:
A complaint was received from a customer that stated that the numbers in the display do not completely show. They stated that the segments in the "hundreds unit" were incomplete. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.